Manufacturer narrative:
The respironics services technician was unable to duplicate the reported problem, but reported there was a diagnostic code found in the ventilator log history that indicated a loss of gas supply which will affect the function of the ventilator. The service technician replaced the air valve. The service technician performed extended self testing (est) and performance verification testing, and all tests passed per operating specifications.

Event description:
The customer reported the ventilator shut down and alarmed due to an air source fault and loss of oxygen source. The customer reported the unit was in use and there was no patient harm.